Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a connection failure cause by a faulty receptible unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii video system center was only working intermittently. According to the initial reporter a card problem was detected. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing an intermittent image and the receptable unit was found cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.